Event description:
It was reported that a (B)(6)-year-old caucasian female patient had undergone a primary breast augmentation surgery with implantation of an unknown mentor saline breast prosthesis. Post-operatively, the patient experienced a deflation event to the left breast prosthesis. The patient had a feeling of discomfort and observed the breast began to shrink and flatten. As a result, the patient underwent removal and replacement on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 6, 2022, the mentor analysis lab received the medical device for evaluation. No lot number was found on the device therefore the device remained unknown and no manufacturing record evaluation could be performed. On january 11, 2022 an evaluation was completed. According to the information received, the patient experienced deflation in the breast implant. Additionally, felt discomfort. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from anterior to posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).